Event description:
It was reported that the tecnis multifocal iol was explanted due to the patient experiencing halos and glare. Their daily activities were significantly affected. The patient never wanted a multifocal lens and prefers to continue using reading glasses. The lens was explanted and replaced with a tecnis monofocal lens of the same diopter. There were no complications such as a capsule tear, vitrectomy or sutures. Pre-operative vision was 20/70. Post-operative vision is 20/52 -2. Reportedly, the patient appeared ok post-operatively. However, they¿ll have a better idea when the patient comes in for their post-op visit. The iol was discarded and will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Patient weight: unknown/no information. Date of event: almost right away after the implant date (B)(6) 2022. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.